Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The sample has been requested for investigation, but has not been received yet. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv combi pt results from the cobas e 411 analyzer (disk system) for one patient. The initial result was 20.86 coi (reactive). The repeat result on (B)(6) 2025 was 19.86 coi (reactive). A new sample was collected on (B)(6) 2026, and the result was 17.45 coi (reactive). The hiv duo result was 0.477 coi (non-reactive). The hiv ag result was 0.283 coi. The ahiv result was 0.385 coi. A new sample was collected on (B)(6) 2026, and the hiv 1 rna result with a cobas 6800 was undetectable.

Manufacturer narrative:
The calibration and qc were within range on the date of the event. Further investigation confirmed that the sample is reactive with the elecsys hiv combi pt assay. Further experimental analysis revealed that the sample¿s reactivity is limited to a single hiv-specific antigen. Genuine hiv-positive samples typically exhibit reactivity against multiple antigens. The investigation results suggest that the elecsys hiv combi pt results are false positive. The elecsys hiv combi pt assay performs within specification. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."